Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Adequate marking not achieved from the marker lumen can be affected by numerous factors including, but not limited to a manufacturing deficiency, patient anatomical conditions and/or user technique. Marking from the lumen of each device is tested and a sampling of finished devices is destructively tested, to include flow from the marker lumen, to verify the functionality of the device. With regards to user technique, the marker port not being in the arterial lumen, or the marker port not placed against the patient artery may cause a slow or no blood flow through the marker lumen. Patient anatomical conditions such as low blood pressure, a blood clot, small patient vessel diameter and tissue interference may cause inadequate marking from the marker lumen. A conclusive cause for the reported adequate marking not achieved from the marker lumen could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and no product quality was detected. Based on the review of the lot history record and the query of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after advancing the device into the artery and removing the wire, adequate marking was not achieved from the marker lumen. The device was removed and manual compression was applied to achieve hemostasis. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.